Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called with the cycler off stating that after last night's treatment he had noticed the cassette door area had solution present around the pumps. Patient stated he had encountered a couple problems during the treatment, including an air detected in cassette warning. Patient was eventually able to complete treatment. Patient stated he could see no flaws in the cassette itself when taking it out. The cycler was replaced. A follow up call was made to the patient's nurse who reported that the patient's effluent has remained clear and no prophylactic antibiotics have been provided. The tubing set was discarded.